Manufacturer narrative:
(B)(4). The healthcare professional cannot identify the cuvette reagent lots used for patient testing at this time. Patient #1 of 3 is reported in MDR 2248721-2015-00032 and references itc complaint (B)(4). Patient #3 of 3 is reported in MDR 2248721-2015-00034 and references itc complaint (B)(4).

Event description:
Patient 2 of 3. Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. Patient of unspecified age, gender and weight was receiving IV heparin in the cardiovascular operating room during and unspecified procedure. The target act was 480 seconds. The hemochron signature elite and act plus system reported two results >1000 seconds, which were not expected considering the other act results and the fact that no additional heparin was administered during the procedure. No adverse events were reported.